Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned with the tubing removed from the handpiece and could not be tested with fluid. Functional testing of the returned product found the device would not power on with the original battery pack, but did power on with a lab pack. The motor made a high-pitched noise. Visual inspection of the interior of the original battery pack found the batteries had leaked electrolyte inside the pack. There did not appear to be any damage to the wiring of the battery pack. Visual inspection of the interior of the handpiece found the motor mounts were warped, preventing the pinion gear from contacting the face gear. Additionally, the plunger was stuck in place inside the plunger housing. There were no signs of smoking, burning, charring, or other related damage. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a labeling issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the product did not work at all (complaint product made abnormal noise when working) and the battery pack of the device was getting hot (battery leakage on the 1 of 8 batteries). There was no patient medical intervention or injury. There was a 0-15 delay of procedure to prepare an alternate device to complete the procedure. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.